Event description:
It was reported that, "broach handled was being struck by the surgeon ((B)(6)) and the top of the handle (striking platform) broke off."

Manufacturer narrative:
Method: visual exam, device history review, complaint history review, hardness test. Results: visual exam confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Hardness test exceeded the minimum specified requirement of rc 38. Conclusion: appears to be design related.